Event description:
It was reported that the pump displayed past cgm values on the bolus menu. After exiting the bolus screen and reentering the same screen the issue resolved itself. Customer¿s blood glucose level was 186 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.